Event description:
It was reported that over infusion was noticed in a large volume infusor during infusion of fluorouracil 4500mg in sodium chloride 0.9% bp. There is no report of patient/user injury or medical intervention was needed in association with this event. Two weeks following this event a baxter nurse representative provided a training session to the nurses at the facility, stressing the requirement to make sure that the reservoir and distal end luer lock are at the same height and that the flow restrictor is taped to the patient's skin.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The lot 13j025 was manufactured september 10, 2013 - september 12, 2013. The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.